Event description:
It was reported that a patient began experiencing weakness on (B)(6) 2014 and was in the emergency room on the day of the report. The neurologist was consulted and the patient was going to be admitted. It was thought that the weakness may have been an exacerbation of the patient¿s multiple sclerosis but wanted to rule out the drug infusion system / possible overdose first. The patient was not feeling well and was confused, but thought the last time she had a doctor appointment for her drug infusion system was the (B)(6) of 2014, and had regular appointments. A request was made to have someone confirm the pump status. There were no audible alarms heard. The pump was infusing clonidine with 160 mcg/ml at 58.21 mcg/day, bupivacaine with 14 mg/ml at 5.094 mg/day, baclofen (unknown) with 2000 mcg/ml at 727.7 mcg/day, and morphine (unknown) with 2 mg/ml at .7277 mg/day. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).